Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) had been returned to the original equipment manufacturer (OEM) and the evaluation from the OEM technician has been completed. The iesu was analyzed by the OEM technician and prior to the start of the OEM technician's evaluation, the unit was reconfigured from 230v to 115v and the 4 amp fuses were replaced with 8 amp fuses. The OEM technician reported that the failure was confirmed when the unit generated a m-02-7 error on start-up. Troubleshooting led the technician to a malfunctioning nessy 2 printed circuit board (pcb) to be the cause of the issue and once it was replaced the mentioned error ceased. The unit functioned as intended after passing all the required and recommended testing. Please note that 2 of the 4 amp fuses would be returned along with the unit. During the servicing, the equipment was calibrated, and a technical safety check was performed to verify that the equipment meets specifications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have error m-02-7 and m-02 in the error logs. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed an m-02-7 error that turn into an m-02 error and the error list had an m-02-7 error and repeated m-02 errors. Upon visual inspection, the unit was in great condition and there were no dents or scratches. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to error m-02 and not firing monopolar energy. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation). Review of the provided image is consistent with the m-02 errors.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the erbe had an m-02 error. The surgery was completed normally using another erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor field service engineer (fse) and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The intuitive surgical, inc. (Isi) technical support engineering team was not contacted for troubleshooting. The erbe was replaced immediately to resolve the reported issue with the erbe to continue the procedure. No patient demographics available.